Manufacturer narrative:
(B)(4). H10: correction to remove the following statement from the initial MDR, "h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected."

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023.

Event description:
It was reported that an adverse event occurred. The patient stated there was a sensor inaccuracy while they were sleeping. No bg or cgm values were available for the time of the event. He had inserted a new sensor in his abdomen several hours prior to the event (bg finger stick value 162 mg/dl), started sensor warm up, and went to sleep. He used a tandem insulin pump (with control iq) and his phone as display devices. He was awakened from sleep after 5:00 am with cgm alarms. The cgm value had been 115 mg/dl with double down arrows indicating his bg was dropping rapidly. He looked at his pump graph and realized that the insulin pump infused 11.5 units of insulin in a short period of time. The cgm values matched how he was feeling and there was no report of a cgm malfunction after 5:00 am. The patient felt hypoglycemic, his vision was blurry and although his wife was present, he called emergency medical services (ems) himself. He quickly drank maple syrup to increase his blood glucose (bg) level. Paramedics arrived, the cgm showed low, and the bg finger stick value was 25 mg/dl. He did not lose consciousness, was treated with IV dextrose, and transported to the emergency room (ER). By the time of arrival his bg level had increased, and he continued to eat food to stabilize his bg level. He was monitored for several hours in the ER and was discharged home the same day after his bg level stabilized. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.